Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned without the original packaging. Visual inspected of the returned sample noted a separation on the body of the stent; the material of the stent does not appear to be stretched or discolored, the separation appears smooth and does not go through the entire stent. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. A DHR review cannot be completed as the lot number is unknown. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.